Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, atrial lead noise was noted on the stored auto mode switch episodes. Noise could be reproduced with isometrics. The device was reprogrammed. The patient was in stable condition.

Event description:
New information received noted the patient presented in clinic for follow-up on (B)(6) 2019, the atrial lead continued to exhibit noise. The noise could be reproduced in the clinic. The lead also exhibited low variable impedances. No intervention was performed. The patient was in stable condition. The physician elected to continue monitoring the patient.

Event description:
New information received noted that the lead continued to exhibit noise and it was becoming more frequent resulting in inappropriate ventricular pacing. The lead was also intermittently capturing at high output. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition post procedure.